Manufacturer narrative:
Patient weight was requested but was not provided.

Event description:
It was reported that when the patient plugged in his mobile power unit (mpu) a flashing wrench appeared on the display. The patient was asked to not use the mpu and bring it in for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a flashing wrench on the display was confirmed by testing. The heartmate mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the mechanical circulatory support (mcs) service depot and was evaluated and tested. The reported event of a flashing wrench icon was confirmed, and the patient cable was replaced. The mpu was subject to and passed full functional checkout. The mpu was returned to the customer and the patient cable that was replaced was sent to product performance engineering (ppe) lab for further analysis. Upon further analysis, the patient cable was confirmed to be in unremarkable condition. The patient cable was fitted to a test mpu which immediately displayed a flashing yellow wrench on power-up. All cable wires passed electrical continuity checks, however a short to shield was found between the yellow wire (15v power) and the shield (ground). The short to shield was traced to a point midway along the cable¿s length where a sliver of conductive material was found protruding through the yellow wire¿s insulation and touching the shield. The short to shield could be recreated by moving the shield over the sliver of material protruding from the yellow wire. The root cause for the reported event of a flashing wrench was conclusively determined to be a short to shield within the patient cable. The device history records were reviewed and the mobile power unit (serial #: (B)(6)) was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2020. The heartmate ii instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to interpret and troubleshoot alarms such as the mobile power unit internal malfunction. Heartmate ii patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.